Event description:
It was reported that the right atrial lead unipolar impedance was higher than the bipolar impedance. The lead remains in use and the physician has chosen to monitor it closely. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.